Event description:
During a CT examination of the thorax, abdomen and pelvis, it was reported that there were four incidents of paravenous injection of the contrast substance while using the contrast injector "sino power -s"; serial number (B)(4). Surgical intervention was necessary in order to avoid compressive lodge syndrome. The sino power -s is neither designed nor manufactured by ge healthcare, but ge healthcare is the distributor/importer of this component.

Manufacturer narrative:
Approximate age of the device is unk. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.